Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint was confirmed. The pump has a bubbled downstream occlusion (dso) seal, and it is pulled up on the edges. The dso was replaced, and the software version was updated. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the devices downstream occlusion (dso) is peeling off and it need to be updated to 1.6 version. Discovered during testing. There was no patient involvement.